Event description:
It was reported that a patient with a ruptured carotid cavernous aneurysm in the left internal carotid artery cavernous segment presented to the emergency room with a headache. Imaging identified that the aneurysm had ruptured into the vein, creating a carotid cavernous fistula. Due to the high flow and large opening, treatment with a pipeline embolization device 4.50mm x 30mm was selected for flow diversion. During the procedure, severe vessel tortuosity was noted. During deployment the physician flipped the ptfe sleeves and recaptured the distal tip of the device to reposition it, and the partially open device was dragged to the desired landing zone. The device was manipulated for better apposition, but narrowing was observed in the artery. The artery makes a almost complete 360 degree loop. A mid-deployment angiographic run did not show the distal portion of the internal carotid artery, raising concern for occlusion. When the deployment got to the "loop" in the lateral image it looked open but in the device still looked fairly narrow. Recapture of the partially deployed device was difficult due to vessel tortuosity, and at one point the device appeared folded on itself. During retrieval they advanced the navien into the loop for extra support. The device was eventually removed and, upon inspection, appeared kinked and frayed, but there was no evidence of any part of the device being left in the patient. Vasospasm occurred during the procedure and was treated with intra-arterial verapamil. Post device removal, imaging showed low flow in the distal internal carotid artery, attributed to contralateral flow due to the high-flow fistula. After vasospasm resolved, a shorter 4.5mm x 18mm device was deployed perfectly, followed by a 4.75mm x 14mm device for additional coverage, resulting in slowed flow into the fistula. The angiographic result post procedure was as desired. Dual antiplatelet treatment was administered. The baseline distal landing zone was 3.46mm and the proximal landing zone was 4.50mm. Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU). The patient was alive with no injury. Ancillary devices: phenom 27 fg15160-0615-1s catheter lot 229655204.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device was repositioned because the blood flow to the distal internal carotid artery (ica) was not visible. Failure to open in extremely tortuous anatomy (360 degree loop visible).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield and phenom 27 inner pouches; and within a dispenser coil. The pipeline flex shield was returned within the phenom 27 catheter. ¿ damage location details: the pushwire extending out from catheter hub. In addition, the distal hypotube, sleeves and tip coil were deployed from catheter distal tip. No bend or kink was found on the pipeline flex shield pusher. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and damaged. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have braid foreshortening. However, the root cause could not be determined. Possible causes of failure include braid incorrectly sized to vessel. However, the pipeline flex shield was confirmed to have resistance as the pipeline flex pushwire and braid were found to be damaged. It is likely the severe vessel tortuosity may have contributed to the reported issues. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.